Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed the main keypad assembly and observed increased resistance of the shock switch. This caused one out of seven shock attempts to fail and log an event code in the device's memory and cause the "disarm" message.

Event description:
The customer contacted physio-control to report that their device was displaying no ECG during the first 5 to 10 minutes of use during a patient event. Upon evaluation of the customer's device, physio-control observed that error code a00b was logged in the device's memory. The error code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the observed error code.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device was displaying no ECG during the first 5 to 10 minutes of use during a patient event. Upon evaluation of the customer's device, physio-control observed that error code a00b was logged in the device's memory. The error code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the observed error code.

Event description:
The customer contacted physio-control to report that their device was displaying no ECG during the first 5 to 10 minutes of use during a patient event. Upon evaluation of the customer's device, physio-control observed that error code a00b was logged in the device's memory. The error code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the observed error code.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.